Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump was unable to exit prime rewind and stated drive support cap was sticking out. Customer stated they did not receive second series of beeps nor did numbers appear on the screen. Customer stated she was unable to get out of the prime rewind message on her pump. Customer experienced low blood glucose and treated with food. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will not be returned for analysis.